Event description:
It was reported that via remote transmission, non-sustained lead noise due to post-sensed t-wave oversensing was observed. The patient was asymptomatic. Programming changes were made. No new episodes were seen.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.